Manufacturer narrative:
T:slim x2 user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was "high", and the meter bg reading was 210 mg/dl. Reportedly, the customer performed calibrations when there was no bg value present on the cgm home screen. No additional patient or event information was available. A replacement sensor was sent to the customer.